Manufacturer narrative:
Taper ii. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported the pt died due to non device related event of "hepatic cancer with brain and lung metastases."